Event description:
It was reported that following a revision procedure (MDR report number: 3006630150-2024-06022), the patient developed infection at the midline incision. Symptom of pain was noted. Infection was not device nor procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn:m365sc2408560 model:sc-2408-56 serial:(B)(6) batch:7078792.

Event description:
It was reported that following a revision procedure (MDR report number: 3006630150-2024-06022), the patient developed infection at the midline incision. Symptom of pain was noted. Infection was not device nor procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Sc-2408-56 sn: (B)(6). The returned leads were analyzed and displayed typical characteristics throughout the visual assessment. The sterilization record review did not find any deviations or anomalies that could have contributed to the reported event. The labeling review confirmed that the reported event is a commonly known risk associated with implanting a pulse generator as part of a system to administer spinal cord stimulation.